Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device doubled fired, criss crossed clips, and locked up. There was no pt consequence.